Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The chol2 reagent lot number was 84594001 with an expiration date of 31-aug-2025. Calibration was last performed on 26-aug-2025 with no issues. Qc was acceptable. There were 2 abnormal aspiration alarms and many abnormal cell blank alarms on the day of the event. Based on the photographs of the sample tube, there was an issue with sample quality. The results from the precision check suggest cell rinse and ultrasonic mixer issues. The ultrasonic mixer was adjusted. The investigation determined the event was due to a combination of preanalytical handling issues and a misadjustment of the ultrasonic mixer.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). It was noted that the sample probe is full of gel daily.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas c 503 analytical unit. The initial result was 103 mg/dl. The repeat result was 245 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.